Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the system was explanted with no complications.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was approaching end of life. It is unknown if the device had depleted prematurely. Further discussion is pending.